Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00672. The pt has two scs systems. The first was implanted on (B)(6) 2006, and the second on (B)(6) 2007. It was reported that the recharge time for the pt's ipgs has increased and establishing communication with both has become more difficult. In an effort to resolve this matter, a spacer kit was shipped to the pt. F/u on this issue found that the reported problem persists with use of the new material. The pt will be re-trialed. After which, a decision will be made regarding the next course of action.